Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot due to perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Findings related to complaint in receiver download. Found receiver reboot, error recovery and screen recoverable error alarm during the incident date..the reported event was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver vibrated; however, the screen displayed test failed and when the patient pushed the button the data on the screen was gone. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.